Manufacturer narrative:
Returned device analysis did not confirm the reported unintended movement (clip open ¿ efaa/establish final arm angle), single gripper actuation issue (difficult to open or close) and the reported mechanical jam (gripper line being caught on the gripper). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issues), a cause for the reported mechanical jam associated with the gripper line being wrapped/stuck on the gripper, single gripper actuation issue (difficult to open or close) and unintended movement (clip opening while establishing final arm angle) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report unintended movement and gripper actuation issue. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted and while establishing final arm angle (efaa), the clip opened slightly to approximately 120 degrees. Troubleshooting was performed and efaa was attempted more anteriorly for deployment. While grasping again at a different location, one of the grippers would not lower. Therefore, the clip was removed and replaced. While outside the anatomy, it was observed the gripper line was stuck and wrapped around the gripper. A new clip was successfully implanted, reducing mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.